Manufacturer narrative:
(B)(4).

Event description:
It was reported upper out of range high voltage lead impedance and high capture threshold were detected due to clavicular crush from observed lead fracture. The lead was capped and replaced. The patient condition is stable.